Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional ¿customer complaint.¿ the information reported may or may not be related to the edwards device. In this case, edwards received information that this bioprosthetic valve, implanted approximately nine (9) years, was explanted due to aortic valve stenosis. The explanted device was replaced with a bioprosthetic valve. Records have been obtained, follow ups for valve return have been unsuccessful. Patient is noted to have tolerated the procedure well. It was noted that this patient had rheumatic fever at (B)(6) and placement of aortic homograft root replacement at (B)(6).

Manufacturer narrative:
Stenosis. Additional manufacturer narrative - report of edwards aortic bioprosthetic valve stenosis after an implant duration of approximately 9 years in a (B)(6) male patient. Valve was replaced with a bioprosthetic valve; patient is doing well. The device involved in this event was not returned to manufacturer for evaluation. There are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth, etc.). Unfortunately, the valve was not returned to edwards for analysis, and therefore, the root cause of this event could not be investigated. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. There has been no information to suggest a device quality deficiency related to this event. Edwards will continue to review and monitor all events.